Event description:
The following has been reported: pump rings occlusion all the time. Pump exchanged at patient's home. Pump tested and still sounds occlusion. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed but datas are insufficient to confirm the reported event. "The reported device was received in brézins for investigation. External visual inspection found that the housing is not put correctly and traces of fall. Several functionnal tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings without triggering any alarms. However, the quality control was not compliant for the housing and the air detection, but it is not confirmed the reported event (flowrate and occlusion tests are compliants). Then, the internal check found that the insert isn't still in place and the plastic part of the air detector is damaged. As it was noticed that the preventive maintenance was overdue we cannot exclude a random issue due to a poor calibration value or other unknown cause that would be linked to a lack of maintenance. Due to the lack of maintenance and as per IFU recommandations and a suspected drop or fall, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety." This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.